Event description:
The customer's mother reports that her son's freestyle flash blood glucose meter was giving erratic readings of 100 mg/dl, 300 mg/dl, and 60 mg/dl and her son "woke up and was screaming and yelling which is what he does when his sugar is low". Mother called ems and son was treated with orange juice. No other third party treatment or diagnosis is reported. The readings when plotted fell within the "b" zone of the parkes error grid which are within the +/- 10% of the mean range for the device. However, when returned and investigated the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.